Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer¿s blood glucose level was 46 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of their low blood glucose. Customer stated that the auto mode was off at the time of low blood glucose event. The customer declined to troubleshooting for low blood glucose. The insulin pump will not be returned for analysis.